Event description:
Per operative report, "patient was on golf course and moved swiftly and quickly and felt something shift and had pain. His implant was not dislocated but it was believed to be failed." Revision left total hip arthroplasty conducted on (B)(6) 2008.